Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 4 and dyspnea was reported. Re-interventional procedure was performed. A mitraclip was implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation and dyspnea were cascading effects of the slda. Mitral regurgitation (mr) and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.